Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, implanted: (B)(6) 2011; 694758 lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that the device had an unexpected longevity with elective replacement indicator (eri) in three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.